Event description:
Product received in 2005 with oos report. Lead problem and intermittent loss of capture.

Event description:
Product received on 10/2005 with oos report. Lead problem and intermittent loss of capture.